Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard soft mesh, bard/davol composix e/x and kugel hernia patch on (B)(6) 2008 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.